Manufacturer narrative:
There was a visible fire from the service illumination board. The magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. The fse found that the blood sampling valve (bsv) line was loose and splashed diluent on the service illumination board (pn b58860) which shorted and burnt out. The fse corrected what he described as poor tubing attachment and replaced the fluid damaged illumination board. He verified that the instrument was running per specifications. Per the product subject matter expert (sme), a product compliance engineer, the board and associated circuitry is low voltage, therefore no electrical hazard exists. The board is flame rated, and from the description it self-extinguished. The instrument complies with safety requirements for electrical equipment for measurement, control and laboratory use. In an abundance of caution bec has filed an MDR for this event based on the reported visible flame. Follow up 01: on 03/20/2018 the field service engineer confirmed that the customer was attempting to troubleshoot errors at the blood sampling valve (bsv) when the fire occurred. The customer left the tubing detached and then ran the instrument causing a leak that shorted the board. Follow up 02: type of report - '30 - day' was incorrectly selected for follow up 01. The only field applicable for the follow up activity is 'follow up which was also checked off'. (B)(4).

Event description:
The customer reported fire, smoke and sparks coming from the dxh 800 analyzer when attempting to troubleshoot blood sampling valve (bsv) diluent errors on daily checks. Per the customer, the magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The customer powered the instrument off and there were no adverse events. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. There was no medical attention required by any operator. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls.

Manufacturer narrative:
There was a visible fire from the service illumination board. The magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. The fse found that the blood sampling valve (bsv) line was loose and splashed diluent on the service illumination board (pn (B)(4)) which shorted and burnt out. The fse corrected what he described as poor tubing attachment and replaced the fluid damaged illumination board. He verified that the instrument was running per specifications. Per the product subject matter expert (sme), a product compliance engineer, the board and associated circuitry is low voltage, therefore no electrical hazard exists. The board is flame rated, and from the description it self-extinguished. The instrument complies with safety requirements for electrical equipment for measurement, control and laboratory use. In an abundance of caution bec has filed an MDR for this event based on the reported visible flame. Bec internal identifier (B)(4).

Event description:
The customer reported fire, smoke and sparks coming from the dxh 800 analyzer when attempting to troubleshoot blood sampling valve (bsv) diluent errors on daily checks. Per the customer, the magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The customer powered the instrument off and there were no adverse events. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. There was no medical attention required by any operator. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls.

Manufacturer narrative:
There was a visible fire from the service illumination board. The magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. The fse found that the blood sampling valve (bsv) line was loose and splashed diluent on the service illumination board (pn b58860) which shorted and burnt out. The fse corrected what he described as poor tubing attachment and replaced the fluid damaged illumination board. He verified that the instrument was running per specifications. Per the product subject matter expert (sme), a product compliance engineer, the board and associated circuitry is low voltage, therefore no electrical hazard exists. The board is flame rated, and from the description it self-extinguished. The instrument complies with safety requirements for electrical equipment for measurement, control and laboratory use. In an abundance of caution bec has filed an MDR for this event based on the reported visible flame. Follow up 01: on 03/20/2018 the field service engineer confirmed that the customer was attempting to troubleshoot errors at the blood sampling valve (bsv) when the fire occurred. The customer left the tubing detached and then ran the instrument causing a leak that shorted the board. (B)(4).

Event description:
The customer reported fire, smoke and sparks coming from the dxh 800 analyzer when attempting to troubleshoot blood sampling valve (bsv) diluent errors on daily checks. Per the customer, the magnitude of the fire was small and contained within the instrument. A fire extinguisher was not needed. The customer powered the instrument off and there were no adverse events. The fire department was not called, the laboratory was not evacuated and there was no death or injury as a result. There was no medical attention required by any operator. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls.